Event description:
The dr claims that one day (post-operative day #1) after the graft was implanted as an abdominal aortic aneurysm replacement, the pt developed a fever as high as 38.5 degrees c., without [crp] or [wbc] elevation. The pt claimed experiencing abdominal flatulence. The fever lasted until post-operative day #7. Aspirin and antibiotics were administered. The graft was left in. The pt is doing well now.